Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in a moderately tortuous and severely calcified mid left anterior descending artery. The 3.25mm x 12mm quantum maverick monorail balloon ruptured at 14 atms on an unknown inflation. The procedure was successfully completed with another of the same devices. No patient complications were reported and the patient's status is good.